Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during the tamponade of postpartum hemorrhage, there was strong resistance faced while injecting water in a bakri tamponade balloon catheter. After use, while attempted to drain the same balloon, it would not drain "spontaneously". The balloon catheter was cut, but the balloon would still not drain. However, the procedure was completed with the complaint device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation. As reported, during the tamponade of postpartum hemorrhage, there was strong resistance faced while injecting water in a 'bakri tamponade balloon catheter'. After use, while attempted to drain the same balloon, it would not drain "spontaneously". The balloon catheter was cut, but the balloon would still not drain. However, the procedure was completed with the complaint device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Visual inspection of the returned complaint device was also conducted. One, used, 'bakri tamponade balloon catheter' was returned for investigation. A function test was not able to be performed due to the stopcock/inflation line being cut. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed two (2) other related complaints associated with the failure mode for the complaint device for lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling; the IFU [t_j-sos_rev4; 'bakri postpartum balloon'] supplied with the device states the following in consideration of the reported failure mode: - 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' The complaint was confirmed based on customer testimony. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.